Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor failed test. Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 376 mg/dl and sensor glucose was 46 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did not have a bent cannula on the sensor. The sensor will be returned for analysis.